Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Patient's mother claimed that upon removal of the sensor pod, she was unable to locate the sensor wire. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).